Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Report indicated that the patient was hospitalized on (B)(6) 2020 due to inflamed stoma. The peg-j tube will be replaced on (B)(6) 2020.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received indicates the patient was hospitalized due to tube change during the period of (B)(6) 2020 to (B)(6) 2020.